Event description:
Before the case started, the instrument was picked up by the box/housing, and the box/housing separated from the shaft of the instrument. I was able to close it and lock in place, but staff are concerned that it will open back up on the sterile field, so do not want to put it back into circulation.